Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-may-2019 with the following findings: during investigation, the pump powered on with a clear and legible display. The complaint of a line through the display was not observed. A leak test was performed confirming a leak at the audio bolus button. The pump was opened and moisture corrosion was found on all the boards and moisture was observed on the display.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was alleged there were lines through the display, and moisture behind the display and in the infrared window. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.